Manufacturer narrative:
Analysis received the unit with no button response due to moisture damage on electronic assembly. Also, there was moisture damage found on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.